Event description:
This brace was chosen to address a suspension problem pt had with other braces. Also due to bony anatomy pt is unable to wear a lateral hinge. This is the only brace that has a single medial hinge for off-loading an oa joint and also has the full length to keep the brace from slipping. Pt was initially cast for this brace in 2003 by a orthotist. The cast was sent to the manufacturer, the brace was manufactured and pt was fitted the next month. The brace was then re-manufactured 4 times between the following month and 7 months later. The first version was shapeless in the heel so the brace moved up and down against the achilles tendon. The afo was remade and taken off the vacuum too soon so the polypropylene spread wide, with the afo losing its shape. The third time the afo foot was made askew so the right side was extremely tight and the medial side had a huge gap. Pt couldn't even get their foot into it. After 3 hours of trying to reshape it the orthotist said he did not know how to fix the brace but refused to send it back to the manufacturer. Pt traveled 450 miles to the manufacturing facility to be cast and fitted directly, and the afo was remade. The hinge was re-bent as they determined it to be an inch too low. The same upper was re-used and the parts were fitted directly on leg. The foot was cut narrow so the fifth afo was made from a copy of the 4th version. It forced pt to walk on the outer edge of their sole, which the orthotist said was caused by a muscle imbalance, and pt was told to have a lateral wedge put on their shoe which they were not able to accomplish there. Various versions of a lateral wedge were attempted by local shoe and foot specialist during the next 2 months. They only forced pt into an extreme pigeon-toed position. The manufacturer's orthotist was informed by the attending specialist that the wedge appeared to be irrelevant to the issue. The orthotist said "tell pt to walk without a brace." A licensed orthotist also assessed the brace, determined it to be misaligned, muscles not at fault and reported findings to the manufacturer. Another licensed orthotist assessed the brace in feb 2005, determined it to be misaligned, pt's muscles not at fault and reported her findings to the manufacturer. The manufacturer has ignored many and all attempts at communication by pt, the foot and shoe specialist and two certified orthotists since pt left their facility in june 2004. Pt has been on crutches full-time throughout this process. Significant health issues include muscle deterioration and low bone density.